Event description:
A customer contacted beckman coulter inc. (Bec) reporting that liquid was leaking under the coulter lh 780 hematology analyzer. The customer was unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves with no face protection during this event. There was no exposure to mucous membranes or open wounds and medical attention was not sought. There was no death, injury or change to patient treatment attributed or associated to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found that the leak was coming from the sample line tubing between the diff mixing chamber and the flowcell. The tubing had a hole from being worn by the pinch valve that allows the sample to enter the flow cell. The fse replaced the tubing which resolved the issue. Per labeling, lh780 instructions for use (IFU) pn 773022: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).